Event description:
The account's maintenance stated the bed is not sending a nurse call or adjusting the tv volume.

Manufacturer narrative:
The tech isolated the issue to the sidecom utv circuit board. He replaced the sidecom circuit board to repair the bed.